Manufacturer narrative:
Lot number not provided. Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a knee scope procedure it was reported that a black thick liquid was coming out of the device. It was noticed during the procedure after it had been used in the patient, while debriding the meniscus. All of the debris was removed with a different shaver. This caused a five minute delay in the procedure. A backup was available. The patient was noted to be okay post-procedure; it did not seem to affect the outcome.

Manufacturer narrative:
One 3.5mm incisor plus elite blade was returned for evaluation. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath. Device also shows discoloration (varying shades of gray) of the distal end of the inner blade assembly. This suggests shedding of the inner blade assembly and delamination of the silicone coating occurred during use consistent with side-loading. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. Further investigation is not warranted at this time. (B)(4).